Event description:
The dental implant fx4008swc was removed on (B)(6) 2019 due to failure to osseointegrate 3 months and 18 days after implantation. The patient has history of tobacco use. The patient has recovered without complications.